Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The customer's calibration and quality control data were reviewed and found to be within specified ranges. Both patient samples were received and tested, confirming the reactive results for hivag. However, further investigation concluded that the results were false reactive. This outcome is consistent with the known specificity limitations of the assay, where false reactive results may occur in single cases. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested using the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The first sample, collected on (B)(6) 2023, generated a reactive result with a value of 445 coi for hivag and 0.074 coi for ahiv. Subsequent testing of this sample using western blot and viral load analysis yielded negative results. A second sample from the same patient, collected on (B)(6) 2023, also generated a reactive result with a value of 190 coi for hivag and 0.060 coi for ahiv. Testing of this sample on the atellica siemens system produced a non-reactive result with a value of 0.12 index.